Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to enter long tether mode. A new delivery catheter was used and the lp was successfully implanted. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.